Event description:
It was reported that the device shows eri status. The patient is young, and the clinical team is currently reassessing whether there remains an indication for pacing. Device currently remains implanted. Should additional information be received, this file will be updated.